Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). The following sections have been updated; b5, d10, g4, g7, h2, h3, h6, h10. Conclusion summary: on december 19, 2018, it was reported that the graft tore after they are ran through the meshgraft. The customer returned a meshgraft ii device, serial number (B)(4), for evaluation. The device history record (DHR) review was unable to be performed as the DHR associated with this device is not available. This device was manufactured prior to may 2009 where it was identified a robust DHR indexing and handling process was not in place. A corrective and preventative action (CAPA) was implemented a serial number logbook to correct this issue. Zimmer biomet surgical has not previously repaired/evaluated meshgraft ii serial number (B)(4) as documented in the repair reports. Product review of the meshgraft ii on may 6, 2019 revealed that the device had the old style side plates. The carrier guide and side plate bearings were worn. The calibration was out of specifications and the test mesh failed. The mesh on the sample graft did not go all the way through. Repair of the meshgraft ii has not been performed by zimmer biomet surgical as the device is aged and it is unknown if the customer will proceed or purchase a new unit. The reported event was confirmed since during the product review it was noted that the device was outside calibration specifications and the test mesh failed. The mesh on the sample graft did not go all the way through. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the device was outside calibration specifications and the test mesh failed. The mesh on the sample graft did not go all the way through. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional information.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the graft tore after they are ran through the meshgraft. The event occurred during surgery. There was no harm or delay reported. The graft was salvageable and no additional graft was necessary .